Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-06595, 3006705815-2022-18496. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. During the procedure, a lead had sheared and was not implanted. A new lead was implanted. Therapy was restored post-surgery.